Manufacturer narrative:
No device has been returned for evaluation and no radiographs were provided to confirm the unretrieved fragment complaint. No torque handle information was provided. Review of design history files showed that lot: nm2583 was released into the field in march of 2015. A review of the manufacturing history found no material nonconformance, no manufacturing error, nor discrepancies with respect to material type, treatments or dimension that may have caused or contributed to this event. Review of the reported information suggests age wear fatigue, off-angled excessive force and/or excessive torque applied from out of calibration torque handle or hand tightening as the root cause. No additional investigation can be completed at this time, should more information be received a follow-up report will be completed. Labeling review: "potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components." "Warnings, cautions and precautions: all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not implant the instruments: complications to the patient may include, but are not limited to: nerve damage, paralysis, pain, or damage to soft tissue, visceral organ, or joints. Dural leak in cases of excessive load application or impingement of close vessels, nerves, and/or organs by slippage or misplacement of the instrument. Bony fracture, especially in the case of deformed spine or weak bone. Infection, if instruments are not properly cleaned and sterilized. Breakage of the device, which could make necessary removal difficult or sometimes impossible, with possible consequences of late infection and migration. Breakage could cause injury to the patient. Pain, discomfort, or abnormal sensations resulting from the presence of the device." "Pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient.." "Intra-operative warnings: the physician should take precautions against putting undue stress on the spinal area with instruments. Any surgical technique should be carefully followed. It is important that the surgeon exercise extreme caution when working in close proximity to vital organs, nerves, or vessels, and that the force applied to the instrumentation is not excessive, to prevent potential injury to the patient. Over-bending, notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. When using the maxcess mas tlif system for distraction care must be taken to avoid damaging the pedicles which could compromise pedicle screw purchase. The physical characteristics required for many instruments do not permit them to be manufactured from implantable materials. If any broken fragments of instruments remain in the body of a patient, they could cause allergic reactions or infections. If an instrument breaks in surgery and fragments go into the patient, these pieces should be removed prior to closure and should not be implanted."

Event description:
On november 18th a patient underwent a posterior fixation procedures on unknown levels of the spine. During the procedure there were two driver tips that fractured off into engaged screws that could not be retrieved and were left in patient (related complaint: (B)(4). No adverse patient consequences were reported and the surgery was completed without issue.

Manufacturer narrative:
After initial reporting the device and additional information were received where it was determined that the second driver involved was not used on the patient nor was the missing tip left in a patient. The new information identified the device was returned to nuvasive great britain for evaluation who provided photographs where the complaint was confirmed as fractured tip. Review of the provided photograph identified the distal engagement tip was fractured off sub flush and missing, there appears to be substantial plastic deformation suggesting a high load fracture a or off axis bending force applied, however the manufacturing review identified the driver lot nm2583 was released into the field in march of 2015 suggesting excessive use fatigue as a result of 8 years of exposure to high torque situations. Review of the set history record found the involved set was consigned to the facility on 05/20/2016 with no record of return for quality inspection. Based on the information obtained the root cause of the reported event is considered physical field damage as a result of 8 years of repeated high-torque exposure, as part of a consigned set that was subjected to handling and repeated sterilization cycles after distribution into the field, wear and damage occur over time. As a consigned set all cleaning, inspection and maintenance are the responsibility and suggest a missed end user inspection allowed the previously damaged driver to remain in the set. No additional investigation required. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "patient education: preoperative instructions to the patient are essential. The patient should be made aware of the potential risks of the surgery". "Pre-operative warnings: the method of use for the instruments are to be determined by the user¿s experience and training in surgical procedures. The instruments should be treated as any precision instrument and should be carefully placed on trays, cleaned after each use, and stored, according to generally accepted hospital methods and practices. The instruments should be carefully examined prior to use for functionality, excessive wear, or damage. A damaged instrument should not be used as this may increase the risk of malfunction and potential patient injury. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient". "Cleaning and decontamination: all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions (doc #(B)(4) before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your local representative or nuvasive directly for any additional information related to cleaning of nuvasive surgical instruments". "Sterilization: all non-sterile instruments and implants are sterilizable by steam autoclave using standard hospital practices, in addition to nuvasive¿ s validated parameters. In a properly functioning and calibrated steam sterilizer, effective sterilization may be achieved using the parameters prescribed in the nuvasive cleaning and sterilization instructions (doc #(B)(4))".

Event description:
On november 18th a patient underwent a posterior fixation procedures on unknown levels of the spine. During the procedure the driver tip fractured off into engaged screws that could not be retrieved and was left in patient, (related complaint (B)(4)) the second driver was found with a fractured tip still in the set and could not be utilized. No adverse patient consequences were reported and the surgery was completed without issue. 2 of 2